Event description:
Caller reported a cartridge alarm, which resulted in a "high" blood glucose reading, with specific values unknown. There was no adverse impact to the customer¿s blood glucose level. The customer managed the high blood glucose by taking a corrective injection via multiple daily injections (mdi). Technical support determined that a pump replacement was necessary and arranged to send a pump with updated software. Customer was instructed on how to put the old pump into storage mode and to send it back to tandem within ten days using a provided return box and pre-paid label.